Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately twelve years and one month later post filter deployment, filter removal procedure was attempted. Ultrasound was used to access right internal jugular vein. Using seldinger technique, a micropuncture wire and sheath were advanced through the internal jugular followed by bentson wire, which was advanced into the inferior vena cava. The tract was serially dilated. The sheath was wire. A cavogram was taken. Inferior vena cava filter was sitting upright, stabilized tines and filter hooks were all well outside the caval walls. The retrieval basket was advanced overtop of the filter and the sheath was advanced over the retrieval basket. During this procedure, the patient experience sharp abdominal pain. It was decided to abort further attempts at filter removal. After two years and eleven months, filter retrieval procedure was attempted again. Ultrasound was used to identify the internal jugular vein, which was patent. A 21-g needle was placed into the internal jugular vein with ultrasound guidance, through which a 0.018 guidewire was advanced under fluoroscopy. The micropuncture dilator was exchanged for an omni flush catheter, which was placed into the lower inferior vena cava near the confluence of the iliac veins. The inferior vena cava demonstrated normal anatomy. No inferior vena cava thrombus was identified. A 16 french sheath was placed. Sterile bronchial forceps were placed through the sheath superior to the apex of the inferior vena cava filter. The inferior vena cava filter apex was grasped with the forceps, and the apex was freed from the inferior vena cava wall. This allowed the sheath to be advanced over the inferior vena cava filter and dislodged the legs from the inferior vena cava wall. The forceps and filter were removed through the sheath. No inferior vena cava injury noted. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava and retrieval difficulties. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis and pulmonary embolism. Approximately twelve years and one month post filter deployment, it was alleged that the filter perforated and the patient experienced abdominal pain post filter implant. The device has been successfully removed after multiple unsuccessful attempts. However, the current status of the patient is unknown.